Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead was positioned on the right ventricular apex and the helix would not extend. Greater than 20 turns were attempted and then counter clockwise turns were attempted to clear the torque on the lead. The tip of the lead would jump around indicative of torque build up. The rv lead was removed and tested on the table with the same behavior. The rv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.